Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because after the receipt of the purchase order, the engineer will visit the site and the customer has not place any work order. No response has been received after making three (3) good faith efforts (gfe) attempts, therefore this complaint is being closed. If information is received, we will reopen and update the complaint.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that routine check, the cs100 intra-aortic balloon pump (iabp) has no battery backup. There was no patient involvement.